Event description:
Covidien customer service engineer reported that during repair of the 840 ventilator the oxygen (o2) sensor was found cracked. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).